Manufacturer narrative:
Additional narrative: (B)(4). Two (2) mmsi final tightener ¿ x25 driver (product code: 2797-12-600, lot no: gm4150604, gm4277401) were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the distal tips on the x25 torque drivers were stripped in the direction of tightening. This damage is consistent with a tightener that is inadequately engaged during use and, resulted due to unanticipated torsional forces during tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the x25 tightener distal tip stripping. However, the observed damage is localized to the distal tip of the tightener suggesting that it was inadequately engaged during use. An unanticipated torsional force during tightening in this position could have contributed to the reported problem of thread stripping. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screwdrivers has been flattened and are no longer able to drive the screw forward. No delay.